Event description:
The customer reported to olympus, the gastrointestinal videoscope had reduced angulation and a clogged nozzle. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the angulation in the up direction was out of standard, the angulation had play, and the insertion section had a slight depression, and the nozzle was clogged with foreign debris. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material clogging the nozzle could not be identified and the root cause of the issue could not be determined, as no additional information was reported or is available. Olympus will continue to monitor field performance for this device.